Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket would not open all the way. The procedure was stopped at this point. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; side-car pushback.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the sheath had a kink at the distal end, and the distal end of the outer clear sheath/sidecar was pushed back from the distal end of the coil. Functionally, the basket was not able to be opened when applying normal force, however after applying more force the basket extended and heavy residue was found. The condition of the returned incident device was consistent with the complaint; that the device would not open. However during evaluation it was noted that the clear sheath/sidecar was pushed back from the distal end. The most probable root cause for the reported condition is operational context due to the heavy residue was found on the basket causing an interference fit between the basket and coil assemblies. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)